Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 210-310 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose level was 135-150 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.